Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot-specific product quality issue from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to user technique. Additionally, the reported recurrent mitral regurgitation (mr) was secondary effects of the reported slda. The reported patient effect of mr as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet and the mr increased, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted, reducing mr to 2. On (B)(6) 2019, it was noted one clip partially detached from the posterior leaflet and the mr increased to 4. On (B)(6) 2020, a second procedure was performed. Another clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
B2: hospitalization box checked.